Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level high mg/dl; cause was unknown. Customer declined to provide information pertaining to the ER visit. Customer was discharged later the same day with the issue resolved.